Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the instrument caused unintended patient burn during thyroid procedure. Patient was burned. Five minute delay in surgery. Additional intervention: event reported and treated burn.

Manufacturer narrative:
The instrument was examined by the engineering manager of kirwan surgical products llc. The instrument appeared to be in fair condition, with wear and corrosion of the tips consistent with routine long-term use and cleaning. The instrument was noted to have good continuity from pin to tip on each side, and from pin to pin with the tips closed. No evidence of any damage to the instrument, nor any defects in materials or workmanship, that could have led to the noted outcome was observed. This being an uninsulated instrument, the patient issue was most likely related to use error.